Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('I had ablation') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation). At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('I had ablation') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation). At the time of the report, the endometrial ablation outcome was unknown. The reporter considered endometrial ablation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('I had ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required), was found to have hepatic enzyme increased ("liver enzymes were high") and experienced hepatic steatosis ("severe fatty infiltrates on liver"). The patient was treated with surgery (ablation). At the time of the report, the endometrial ablation, hepatic enzyme increased and hepatic steatosis outcome was unknown. The reporter considered endometrial ablation, hepatic enzyme increased and hepatic steatosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- endometrial ablation, hepatic enzyme increased and hepatic steatosis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information and new events fatty infiltrates on liver and liver enzymes were high added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.